Manufacturer narrative:
(B)(4). Batch # r5938j. (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned partially fired 1/16. In addition, the reload pan was noted to be partially dislodged from the left proximal side. No staples or drivers were noted to be missing. No functional test was performed due to condition of the reload as part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The condition of the pan is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the radical resection of rectal cancer surgery, could not fire when severing rectal tissue on the first firing. Checked the sled¿s position, it is ramp stall issue. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.